Event description:
It was reported that an unspecified number of an unspecified bd vacutainer safety-lok were involved in needle stick injuries after use. The recipients of the dirty needle sticks received screening for hep a, b, & c, and hiv in addition to other potentially communicable diseases as applicable. There is no additional information currently available regarding the outcome of the tests. The following information was provided by the initial reporter: material no. Unknown (possible 367283, 367281 and 367285); batch no. Unknown. Verbiage- during conversations, the customer indicated that they had 44 needlestick injuries in 2018 from bd vacutainer safety-lok blood collection sets. The poc does not believe the incidents were reported to bd. He said that they would not likely do that unless it was due to a product malfunction. Customer does not think the system typically captures much information about the specific product in question, such as sku or lot number. With that being said, the customer uses primarily 367283, 367281, and 367285. He said that about 60% of their needlesticks occur after the procedure, during the activation of the safety shield. He also reported that a large percentage of the rest typically occur when the patient moves. He reported that the number of needlesticks in 2018 is about what they experience each year with that product. 10-dec: customer response: I just wanted you to know that in general, sticks associated with the referenced devices are not the result of product malfunction but more so with the activation process of the saf-t-lok itself ( in my opinion a clumsy/risky operation). We average about 40-50 sticks each year health system wide with the largest percentage of sticks occurring while activating the needle and tubing. The remainder of sticks occurring are occurring due to sudden patient movement while drawing blood and also following use and en route to the sharps container for those that do not activate the safety cover due to the associated risk and fear of getting stuck while doing so. So they choose not to activate the safety feature and walk to the sharps container with needle exposed placing others and themselves at risk of getting stuck.( which sometime happens). Out of all 44 needlesticks how many occurred at each specific site? Hup 16, ppmc 13, pah 3, pmph 7, cch 5 out of all 44 needleticks how many occurred using product 367283? (Product number/needle gauge and lot number is not applicable). Out of all 44 needleticks how many occurred using product 367281? (Product number/needle gauge and lot number is not applicable). Out of all 44 needleticks how many occurred using product 367285? (Product number/needle gauge and lot number is not applicable). How many of the 44 were clean needle sticks and specify at which location, using what product and lot number. (Less than 5% -10% clean). How many of the 44 were dirty needle sticks and specify at which location, using what product and lot number. (90-95% dirty). Did these employees have any post-exposure testing done? (All contaminated sticks have post eval testing, follow-up and treatment). What tests were performed? (Test screening for hep a,b&c, hiv with special cases determined on whether source patient had other communicable blood disease what were the results of the testing? No sero conversions occurred due to contaminated sticks involving the product in question).

Manufacturer narrative:
The following information has been updated: b.5. Describe event or problem: it was reported that an unspecified number of an unspecified bd vacutainer safety-lok were involved in needle stick injuries after use. The recipients of the dirty needle sticks received screening for hep a, b, & c, and hiv in addition to other potentially communicable diseases as applicable. There is no additional information currently available regarding the outcome of the tests. The following information was provided by the initial reporter: material no. Unknown (possible 367283, 367281 and 367285); batch no. Unknown. Verbiage- during conversations, the customer indicated that they had 44 needlestick injuries in 2018 from bd vacutainer safety-lok blood collection sets. The poc does not believe the incidents were reported to bd. He said that they would not likely do that unless it was due to a product malfunction. Customer does not think the system typically captures much information about the specific product in question, such as sku or lot number. With that being said, the customer uses primarily 367283, 367281, and 367285. He said that about 60% of their needlesticks occur after the procedure, during the activation of the safety shield. He also reported that a large percentage of the rest typically occur when the patient moves. He reported that the number of needlesticks in 2018 is about what they experience each year with that product. 10-dec: customer response: I just wanted you to know that in general, sticks associated with the referenced devices are not the result of product malfunction but more so with the activation process of the saf-t-lok itself ( in my opinion a clumsy/risky operation). We average about 40-50 sticks each year health system wide with the largest percentage of sticks occurring while activating the needle and tubing. The remainder of sticks occurring are occurring due to sudden patient movement while drawing blood and also following use and en route to the sharps container for those that do not activate the safety cover due to the associated risk and fear of getting stuck while doing so. So they choose not to activate the safety feature and walk to the sharps container with needle exposed placing others and themselves at risk of getting stuck.( which sometime happens). Out of all 44 needlesticks how many occurred at each specific site? Hup 16, ppmc 13, pah 3, pmph 7, cch 5. Out of all 44 needleticks how many occurred using product 367283? (Product number/needle gauge and lot number is not applicable). Out of all 44 needleticks how many occurred using product 367281? (Product number/needle gauge and lot number is not applicable). Out of all 44 needleticks how many occurred using product 367285? (Product number/needle gauge and lot number is not applicable). How many of the 44 were clean needle sticks and specify at which location, using what product and lot number. (Less than 5% -10% clean). How many of the 44 were dirty needle sticks and specify at which location, using what product and lot number. (90-95% dirty). Did these employees have any post-exposure testing done? (All contaminated sticks have post eval testing, follow-up and treatment). What tests were performed? (Test screening for hep a,b&c, hiv with special cases determined on whether source patient had other communicable blood disease what were the results of the testing? No sero conversions occurred due to contaminated sticks involving the product in question). B.6. Relevant tests/laboratory data: the recipients of the dirty needle sticks received screening for hep a, b, & c, and hiv in addition to other potentially communicable diseases as applicable. There is no additional information currently available regarding the outcome of the tests. H3 other text : see h.10.

Manufacturer narrative:
H.6. Investigation summary the customer did not provide bd pas with product catalog number or lot number information, when requested. After 3-follow-up attempts to obtain additional information, bd pas has closed this customer complaint. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. H3 other text : see section h.10.

Event description:
It was reported that an unspecified number of an unspecified bd vacutainer safety-lok were involved in needle stick injuries after use. The recipients of the dirty needle sticks received screening for hep a, b, & c, and hiv in addition to other potentially communicable diseases as applicable. There is no additional information currently available regarding the outcome of the tests. The following information was provided by the initial reporter: material no. Unknown (possible 367283, 367281 and 367285) batch no. Unknown verbiage- during conversations, the customer indicated that they had 44 needlestick injuries in 2018 from bd vacutainer safety-lok blood collection sets. The poc doesn¿t believe the incidents were reported to bd. He said that they would not likely do that unless it was due to a product malfunction. Customer does not think the system typically captures much information about the specific product in question, such as sku or lot number. With that being said, the customer uses primarily 367283, 367281, and 367285. He said that about 60% of their needlesticks occur after the procedure, during the activation of the safety shield. He also reported that a large percentage of the rest typically occur when the patient moves. He reported that the number of needlesticks in 2018 is about what they experience each year with that product. (B)(6): customer response: I just wanted you to know that in general, sticks associated with the referenced devices are not the result of product malfunction but more so with the activation process of the saf-t-lok itself ( in my opinion a clumsy/risky operation). We average about 40-50 sticks each year health system wide with the largest percentage of sticks occurring while activating the needle and tubing. The remainder of sticks occurring are occurring due to sudden patient movement while drawing blood and also following use and en route to the sharps container for those that do not activate the safety cover due to the associated risk and fear of getting stuck while doing so. So they choose not to activate the safety feature and walk to the sharps container with needle exposed placing others and themselves at risk of getting stuck.( which sometime happens). ¿out of all 44 needlesticks how many occurred at each specific site? Hup 16, ppmc 13, pah 3, pmph 7, cch 5 ¿out of all 44 needleticks how many occurred using product 367283? (Product number/needle gauge and lot number is not applicable) ¿out of all 44 needleticks how many occurred using product 367281? (Product number/needle gauge and lot number is not applicable) ¿out of all 44 needleticks how many occurred using product 367285? (Product number/needle gauge and lot number is not applicable) ¿how many of the 44 were clean needle sticks and specify at which location, using what product and lot number. (Less than 5% -10% clean) ¿how many of the 44 were dirty needle sticks and specify at which location, using what product and lot number. (90-95% dirty) ¿did these employees have any post-exposure testing done? (All contaminated sticks have post eval testing, follow-up and treatment) ¿what tests were performed? (Test screening for hep a,b&c, hiv with special cases determined on whether source patient had other communicable blood disease ¿what were the results of the testing? No sero conversions occurred due to contaminated sticks involving the product in question.)

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified number of an unspecified bd vacutainer safety-lok were involved in needle stick injuries after use. It has not been specified whether any medical intervention was sought as a result of the medical interventions. Customer stated the needle stick injuries typically occurred after the device had been used on a patient while activating the safety shield. The following information was provided by the initial reporter: material no. Unknown (possible 367283, 367281 and 367285) batch no. Unknown . Verbiage: during conversations, the customer indicated that they had 44 needlestick injuries in 2018 from bd vacutainer safety-lok blood collection sets. The poc doesn¿t believe the incidents were reported to bd. He said that they would not likely do that unless it was due to a product malfunction. Customer does not think the system typically captures much information about the specific product in question, such as sku or lot number. With that being said, the customer uses primarily 367283, 367281, and 367285. He said that about 60% of their needlesticks occur after the procedure, during the activation of the safety shield. He also reported that a large percentage of the rest typically occur when the patient moves. He reported that the number of needlesticks in 2018 is about what they experience each year with that product.